Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: one sample was received by our quality team for evaluation. Upon visual inspection of the sample it was observed that the valve under the port had moved; therefore the incident could be verified. A device history record could not be evaluated as the lot number is unknown. Based on the quality team's investigation, the root cause of the leakage is due to the injection valve moving within the cannula hub. A trend for the moving injection valve has been observed for this product line. A project has been started to further determine the reason for the moving injection valve in the venflon pro safety so that a fix can be made to further prevent this issue. Customer complaint trends will also continue to be evaluated on a monthly basis. Investigation conclusion: able to confirm the customer experience based on the used sample returned. End user risk assessment. As (B)(4), severity is severe (s4) occurrence based on p-eura is improbable (o1) the risk level is medium. Root cause description: the leakage was due to injection valve move within the cannula hub. CAPA#(B)(4) has been initiated to address this issue.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter experienced leakage during use. The following information was provided by the initial reporter: after insertion, the catheter is leaking blood from the port.